Event description:
A revision surgery of a rt-plus modular tka has been performed due to pain and joint instability 18 months after implantation. During explantation, stem on tibial side was found fractured.

Manufacturer narrative:
It is now confirmed that the affected product is not approved in the united states. Therefore, the report was submitted erroneously.